Manufacturer narrative:
Pr 1036195 follow up emdr for device evaluation: no physical sample was provided. Nine photos were provided from lot number 0001266060. During visual inspection it was observed one photo which shows six dj4011x needle which all of them evidence package seal problem. The others photos show package with open sealing, therefore, failure mode could be confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. The failure mode was investigated through CAPA (B)(4). Based on the investigation conducted it was determined that the potential root cause was found in the machine. The probable root cause regarding preventive maintenance was found, involving gasket which are being overused since gasket lifespan is not specified in the preventive maintenance for replacement causing poor package seal integrity and knives are being overused since them are being overused since knives were not replaced in the frequency specified in the preventive maintenance. It was determined a faulty gasket directly affects the sealing between films. Regarding the knives, if knives are worn improper cutting and stress of the film may occur causing damaging of the seal. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes. Action will be taken through CAPA (B)(4). Retrain maintenance team regarding specific replacement period of knives. Determine a specific replacement period of gasket prior to gasket wear and include replacement period of gasket in the preventive maintenance for the die ae-0219. Include failure mode ¿ open seal due to worn gasket and worn knives¿ in pfmea. Include controls into control plan for identified failure mode¿ open seal due to worn gasket and worn knives¿.

Event description:
Damaged/defective sealed. Package seal integrity breached.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Damaged/defective sealed.